Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/17/2018 that on approximately (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there were differences of approximately 100 mg/dl. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.